Event description:
The customer reported via phone call that they accidentally over-tightened the reservoir. Customer stated a piece of the threading was broken off as a result. The customer also reported the o-ring inside the insulin pump was becoming detached. Customer's blood glucose was unknown at the time of the call. The customer was advised to revert to a back-up plan while a replacement insulin pump was being shipped. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the o-ring/seal in reservoir tube, cracked battery tube threads, missing end cap sticker and ink/spot bleeding in the middle of lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.